Manufacturer narrative:
The technician replaced the rivets to resolve the issue.

Event description:
Information received indicates the siderail would not latch due to missing rivets on the end tubing.